Event description:
It was reported that the patient underwent a revision procedure due to non-union. All implants were removed, with none found to be broken. The lot numbers are unavailable, and the explanted devices are not available for evaluation.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.